Event description:
It was reported that in (B)(6) 2010, the surgeon performed revision surgery on the patient. The patient had been informed by another doctor that there is a broken screw in her back that requires surgical removal in the near future. Patient's quality of life has diminished because of the surgeries. Rhbmp-2/acs was used in the patient during the surgeries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.